Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was instrumenting an l3-s1 anterior-posterior fusion for deformity. During the posterior instrumentation, the surgeon placed bilateral viper sai screws in the standard fashion without incident. After completing the screw placement, the surgeon went back to the right sai screw to advance it a few more millimeters. He placed the expedium quick connect t27 poly driver back into the screw and attempted to advance the screw. It took considerable torque to turn the handle and while turning the driver came out of the screw with a loud popping noise. We looked at the end of the driver and noted the tip was worn/broken. The surgeon inspected the screw socket and noted small metal fragments within the screw head which appeared to be the broken pieces of the tip of the driver. The metal fragments were suctioned and irrigated out of the screw socket. The surgeon was happy with the position of the sai screw and left it alone. No damage was noted in the screw. Only the driver tip was damaged. The driver was marked as broken and removed from the field. No further incident or time delay was noted.

Manufacturer narrative:
The expedium quick connect t27 polyaxial driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a torsional overload. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium t27 driver was conducted on the specific code from the complaint as there is no family for this instrument. This analysis found no related complaints. The root cause for driver distal tip breakage cannot positively be determined. However, per the optical images identified in the fracture analysis report, it was noted that the driver underwent a quasi-static shear failure. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed as well as no material defects or other abnormalities identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.